Event description:
It was reported that ext set dehp free 1ss experienced 1 case of flow issues and 1 case of being clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 10010912. Batch no: unknown. Unable to prime smartsite.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that user is unable to prime smartsite. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10010912 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA#1998036 has been initiated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ext set dehp free 1ss experienced 1 case of flow issues and 1 case of being clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 10010912. Batch no: unknown. Unable to prime smartsite.